Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. Investigation found no abnormalities with the needle mechanism. The exact cause of the reported event could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage to the adhesive, the reported adhesive issue could not be determined. A tear was found in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. It could not be determined when the tear occurred or if it contributed to the reported events. No other damages or defects were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels exceeded 33 mmol/l (594 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.